Event description:
Event description: received information that this implantable cardioverter defibrillator (ICD) reached a battery status of eri and did not meet the longevity expectations of the physician.